Event description:
Meter was set to the incorrect unit of measurement. The pt reported a result of 4.4 mmol/l, which after conversion would be 79 mg/dl. She may have interpreted the result of 44 mg/dl. She was concerned about the result so she called the physician and she was advised to drink orange juice. She then called lfs because she discovered the decimal point in the meter result. She also reported a result of 16.3 mmol/l, which converted would be 293 mg/dl. It would have been helpful to know if the pt experienced any symptoms at the time of these meter results. The pt's meter was previously set to the correct unit of measurement. She does not recall if she made any changes to the unit of measurement setting.